Manufacturer narrative:
On (B)(6) 2012 the device was manually powered on and failed the self-test due to a low battery. The device was subsequently powered on later that day and passed the manual self-test. The device was again manually powered up on (B)(6) 2012 with the device failing due to a low battery. This was subsequently followed by a successful manual power up later that day. On (B)(6) 2013 the device logged a failed auto self-test due to a low battery. At this time the device would have given a "warning, low battery device service required" message and displayed a red status led. The returned pad-pak was inserted into the device. The device showed no sign of power up and there was no response from the status led. A test pad-pak was inserted into the device. The device passed an auto self-test and was manually powered up. No warnings were given and the status led continued to flash green. Investigation confirmed no fault found with the returned device. The installed pad-pak had performed as expected for 39 months before giving a low battery warning. The returned pad-pak had an expiry date of 10/2012 and should not have been used with the device after this date. This complaint was first deemed non-reportable but more evidence has emerged to enable it to be reported.

Event description:
There was no patient involved in this event. This device was returned from stericycle, fault not specified.